Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter adapter was found to be defective when unpackaging it. The following information was provided by the initial reporter, translated from (B)(6): "according to the customer's verbatim report, the luer connector component of iag was found to have a molding defect before venipuncture upon unpacking."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter adapter was found to be defective when unpackaging it. The following information was provided by the initial reporter, translated from (B)(6): "according to the customer's verbatim report, the luer connector component of iag was found to have a molding defect before venipuncture upon unpacking."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter adapter was found to be defective when unpackaging it. The following information was provided by the initial reporter, translated from japanese: "according to the customer's verbatim report, the luer connector component of iag was found to have a molding defect before venipuncture upon unpacking."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used catheter adapter assembly and four photos. Upon inspection of the received unit, it was found that the outer thread at the end of the luer adapter was smashed and had a nick at the end of the luer at one side of the adapter. This damage to the outer threads of the luer was determined to be a manufacturing defect caused by impact and not a molding defect. Function testing was performed by attempting to connect an iso standard slip luer to the luer of the unit. A secure connection was achieved. The unit was then tested for leakage. No leakage was observed from the damaged adapter. Although leakage was not observed with lab testing, the observed damage to the adapter is known to result in leakage. The reported defect was confirmed and determined to most likely be related to the manufacturing process. Damage to the luer may occur due to misalignment between the adapter and manufacturing equipment resulting in excess force to the wall of the adapter. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.